Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with post-paced t-wave over-sensing on the implantable cardioverter defibrillator. No intervention was made. The patient was in stable condition.